Event description:
It was reported that the patient underwent thyroidectomy on an unknown date and absorbable hemostat was used. The hemostat was left inside the patient following the procedure and drainage did not stop until 4 weeks following the procedure. In the fourth week, a gelatinous liquid was drained. The physician opined the hemostat was not absorbed into the patient. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a right brachial cyst removal on (B)(6) 2015. The cyst was 5 cm. During the procedure, 7 to 8 layers of absorbable hemostat cut in pieces of 4 to 6 cm were used and placed in thin layers and upholstered the entire cavity. The absorbable hemostat was not removed from the patient. Bipolar hemostasis was also used during the procedure. Approximately (B)(6) 2015, one month following the procedure, the patient experienced symptoms. The patient underwent puncture with drainage of fluid collection, then a surgical drainage to evacuate all the content. No tests were performed on the drainage. The surgeon opined the absorbable hemostat was the source of the drainage. It was reported the patient has been restored to original condition. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.